Event description:
It was reported that the patient underwent lead replacement due to high impedance. After the lead was replaced, high impedance resolved. The explanted lead was discarded. No further relevant information has been received to date.

Event description:
Prior to a generator replacement surgery, it was reported high impedance was detected on the patient's generator. The surgeon replaced the generator to see if this resolved the high impedance issue, but it did not. The lead was not replaced and the explanted generator was discarded. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date